Event description:
It was reported the bronchovideoscope's tip was burnt during a therapeutic bronchoscopy procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6 corrected data: b5,d4 lot #, d4-UDI, h5-labeled for single use, the device was returned to olympus for inspection, and the reportable malfunction was confirmed. There were burns on the distal end (burnt c-cover, bending section cover glue, and light guide lens) based on the results of the investigation, the issue is attributed to an overheating problem, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope's tip was burnt from the procedure and there was a leak at the distal tip. There were no reports of patient harm/involvement.